Manufacturer narrative:
Investigation, including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. No further info is available. (B)(4).

Event description:
An optometrist reported a pt with photophobia in both eyes three months following lasik treatment. The pt reported sensitivity to both indoor and outdoor lights. Additional info was received from the center director, who indicated the pt was prescribed fluorometholone ophthalmic suspension on the date of the event. She also reported the pt did not show for his follow up appointment on (B)(6) 2014. There are two medical device reports associated with this event. This report is for the left eye.